Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, that the 1.25 solid crown oad became stuck in the pt's foot and required surgery. Three written requests for additional info regarding this event have been made of the physician, but no response has been received. The device has not yet been received from the facility for analysis.

Manufacturer narrative:
(B)(4).